Manufacturer narrative:
Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tilt, vena cava perforation, pain" .cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported pain is directly related to the filter. Catalog number and lot number are unknown, but the tulip filter is manufactured and inspected according to specification. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Occupation: non-healthcare professional. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient allegedly received an inferior vena cava filter implant on (B)(6) 2005, prophylactically, due to blood clots post-hysterectomy. Patient alleges filter tilt and vena cava perforation. Patient further alleges to have experienced "continuous pain in the left side of my chest and constant lower back pain." Per report from CT dated (B)(6) 2018 " there is "evidence for an infrarenal inferior vena cava filter. The cephalad apex is approximately 1 cm caudal to the lowest renal vein. There is mild tilt of the cephalad apex to the left, although it does not abut the wall of the ivc. There is no evidence of significantly bent or fractured strut. There is evidence for inferior vena cava filter strut perforation along the anterior aspect of the ivc extending into the adjacent adipose tissue by approximately 5 to 6 mm. Evidence for filter strut perforation along the right aspect of the ivc extending approximately 1 mm into the adjacent adipose tissues. There is perforation along the left aspect of the ivc extending into the adjacent adipose tissues by approximately 1 mm. Finally, there is filter strut perforation posteriorly into the adjacent adipose tissues extending approximately 1 mm. There is no evidence of inferior vena cava stenosis."